Manufacturer narrative:
A philips field service engineer inspected the suspect transducer at the customer site. Examination and testing of the transducer verified the functionality of the device and the articulation issue described by the customer could not be reproduced. The suspect transducer passed testing with no malfunction and remains at the customer site.

Event description:
A customer reported an x7-2t model transducer had a loss of articulation. There was no injury associated with this event.